Event description:
Customer reported head section was drifting down. No injury reported.

Manufacturer narrative:
Tech found the head section was drifting down due to failure of hi-low ram valve. Replaced the high low head ram valve/solenoids to resolve this issue.